Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an unknown procedure, the device had normal use but the plastic gasket was broken and peeled off. The tissue pad was completely missing from the clamp arm. There was no patient consequence.